Manufacturer narrative:
Investigation ongoing.

Event description:
Customer received an inquiry from a provider about a result that they suspect to be a false positive using the aries sars-cov-2 assay. The patient was originally tested by the aries assay on (B)(6) and was positive for the orf1ab target only, with a CT value of 19.6. The patient subsequently tested negative by another FDA approved assay on (B)(6). There was no reported injury or death; at the time of the discrepant result. However, the patient was transferred to the micu and her transplant status was put on hold due to the suspected false positive aries result. The MDR is being submitted pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.